Event description:
Customer reportedly received results of 27 mg/dl, 137 mg/dl, and 29 mg/dl within 1 minute on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.